Event description:
This company has no procedures to properly handle complaints, repairs or replacement of their hearing aid in the u.s. When contacted on several attempts the company consistently misrepresents the quality of service, the performance of the device and the ability to insure that the device is not harmful. This in a medical device that is surgically implanted into pts and reporter feels that there has not been any investigation into the way the company handles complaints, repairs or reports problems with how the device is supposed to work based on info reporter has found about this company. Entific medical systems has been operating since 1999 and to their knowledge has never been looked at by the FDA.